Manufacturer narrative:
Corrected information has been provided in d4 and h3 high purge pressure: the cause of the issue was biomaterial build up as evidenced by data log analysis showing gradual rise in purge pressure and returned product analysis showing biomaterial blocking purge gap

Manufacturer narrative:
D9: updated the devices information the impella device was returned, and an evaluation/analysis is underway. Upon completion of the analysis, a supplemental report will be filed.

Manufacturer narrative:
Section d primary UDI number was corrected.

Event description:
The complainant reported that a patient was implanted with an impella 5.5 device for mechanical circulatory support. A red high purge pressure alarm. The purge bag and cassette were changed; however, the alarm did not resolve. The purge solution was changed from sodium bicarbonate 25 mmol/l to heparin 25 u/ml, but the alarm persisted. The impella position was confirmed under echocardiography and appeared unchanged, with the device in the correct position. The patient had been systemically anticoagulated throughout the entire duration of device use. No other issues were reported.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.